Manufacturer narrative:
The damaged connector was replaced on-site to resolve the issue. Hence, the subject device was not returned to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The cleaning tube connector for the secondary water supply of the subject device was damaged. There was no patient or user injury reported due to the event. The connector was replaced on-site by the customer.

Event description:
Correction to information provided in the initial report: the subject device was repaired on-site by an olympus field service engineer. The customer did not repair the device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report. Corrected information provided in section b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the cleaning tube connector damage could not be determined. It is possible that the cause of the damage is due to the connector being hit by a hard object, or accumulated stress in the rotational direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "3.2 inspecting the connectors: warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.